Manufacturer narrative:
Other device #: for type of device: coronary drug-eluding stent.

Event description:
The xience stent was placed on the sterile field for prepping. Upon opening the package, the stent covering sheath was removed in normal fashion. The stent came off along with the cover and was thrown in the trash. A new stent then needed opened and the case proceeded with a new stent. Manufacturer response for coronary stent, xience (per site reporter). Alert the field representative of the event, lot number, and serial number. The stent system is being returning to representative for evaluation.

Event description:
The xience stent was placed on the sterile field for prepping. Upon opening the package, the stent covering sheath was removed in normal fashion. The stent came off along with the cover and was thrown in the trash. A new stent then needed to be opened and the case proceeded with a new stent. Manufacturer response for coronary stent, xience (per site reporter): alert the field representative of the event, lot number, and serial number. The stent system is being returning to representative for evaluation.